Event description:
It was reported that the patient was in the emergency department due to the pump malfunctioning. Patient was off of medication for a while and was currently on oxygen. Additional information was requested; however, no further information was received.

Manufacturer narrative:
UDI and catalog information are unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device analysis: no product was returned however the pumps operators manual - operating the pump section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed. The pumps operators manual states if the pump is dropped, hit, or damaged it may not work properly. The pump would need to be returned for functional and delivery tests. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review could not be performed in that no specific product was identified.